Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed loci high sensitivity troponin I (tnih) result obtained on a patient sample on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Calibration was acceptable, and the system check was within specifications. Quality control (qc) recovered within the customer¿s expected ranges and no issues were reported with the other patient samples. The issue was resolved by reprocessing the same sample on the original dimension exl with lm system. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens they obtained an erroneously depressed loci high-sensitivity troponin I (tnih) result on a patient sample on a dimension exl with lm system. The erroneously depressed result was reported to the physician, and the result was not questioned. The same sample was reprocessed on the original dimension exl with lm system. A higher reprocessed result was obtained, which matched the patient's clinical picture and was considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high sensitivity troponin I (tnih) result.